Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 63mm abdominal aortic aneurysm . It was reported 6 months later , follow up CT scan revealed a type iii endoleak associated with main body of the device, resulting in expansion of the aneurysm sac. The patient is asymptomatic. Per the physician the cause of the type iii endoleak is undetermined. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c156ee, serial/lot #:(B)(6), ubd: 18-jun-2025, UDI#: (B)(4) ; product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 28-apr-2024, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the endoleak was confirmed as a type iiib fabric endoleak affecting the endurant main body bifurcate. The physician believed there was no vessel calcification/tortuosity/ thrombus that may have contributed to the endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed from the films provided; however, the exact cause and type of the endoleak could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy . Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause, but this was not available for review . There was adequate proximal and distal seal noted, so a type ia or ib endoleak are not considered to be a factor. A type iiia junctional endoleak was also not likely as there appeared to be sufficient component overlap. A type iii fabric endoleak would be less likely to have occurred so soon after the index procedure, and analysis of the returned films did not reveal any obvious anatomical anomalies such as calcification that may have led to this, but its possible occurrence can not be fully ruled out. A small endoleak adjacent to distal main body of the graft, prior to the bifurcation, is seen in direction communication with 2 large lumbar arteries, consistent with a type ii endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.